Event description:
The complaint is reported as: the doctor had to insert the catheter in the patient-subclavian access. In all 3 attempts guidewire bends, making threading of central venous catheter over guidewire difficult. This causes trauma to patient and vessel. A fourth attempt at placement was successful. It was reported no medical intervention was required, but three different doctors tried on the same patient to insert and the reference to vessel trauma is due to fact that the patient had multiple punctures.

Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2022-01123; 3006425876-2022-01124; 3006425876-2022-01125. The customer returned a 3-l catheter with the guide wire advanced through for analysis. Signs of use in the form of biological material were observed on the returned sample components. There was a kink on the catheter while the guide wire was within. The guide wire was removed from the catheter. Visual analysis revealed two kinks on the guide wire body. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No other defects or anomalies were observed. The kinks in the guide wire measured 302mm and 332mm from the proximal tip. The guide wire overall length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.789mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The catheter body length from the juncture hub to the distal tip measured 211mm, which is within the specification limits of 209mm-225mm per the catheter product drawing. The catheter body outer diameter measured 2.89mm, which is within the specification limits of 2.85mm-3.00mm per the catheter extrusion product drawing. The guide wire was inserted through the distal end of the catheter. Resistance was encountered due to the kinking and a build-up of biological material inside the catheter; however, the guide wire passed completely through the assembly. A lab inventory guide wire with a diameter of 0.032" was inserted through the distal end of the catheter. The lab inventory guide wire encountered no resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire had two kinks on the body. The kinks, in combination with biological material inside the catheter, likely contributed to the resistance encountered by the customer. Aside from this, the catheter and guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s: 3006425876-2022-01123; 3006425876-2022-01124; 3006425876-2022-01125. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the doctor had to insert the catheter in the patient-subclavian access. In all 3 attempts guidewire bends, making threading of central venous catheter over guidewire difficult. This causes trauma to patient and vessel. A fourth attempt at placement was successful. It was reported no medical intervention was required, but three different doctors tried on the same patient to insert and the reference to vessel trauma is due to fact that the patient had multiple punctures.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s: 3006425876-2022-01123; and 3006425876-2022-01124.

Event description:
The complaint is reported as: the doctor had to insert the catheter in the patient-subclavian access. In all 3 attempts guidewire bends, making threading of central venous catheter over guidewire difficult. This causes trauma to patient and vessel. A fourth attempt at placement was successful. It was reported no medical intervention was required, but three different doctos tried on the same patient to insert and the reference to vessel trauma is due to fact that the patient had multiple punctures.